Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was failed accuracy by +9.10%. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 7/8/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was failed accuracy by +9.10%¿ was not confirmed through delivery accuracy test. Device passed three consecutive accuracy tests within specification. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/upstream occlusion (uso) calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.